Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was having some lead issues and lead blockage. As of this time, this lead remains in service. No adverse patient effects were reported.

Event description:
It was reported that the patient was having some lead issues and lead blockage. As of this time, this lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.